Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal outer screen did not unfold during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal outer screen did not unfold during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
From "(B)(6)" to "(B)(6)". Corrected date of event from "(B)(6) 2021" to "(B)(6) 2018" (B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The delivery device was returned outside of the loading device. The seal and tension spring assembly remained in the loading device. Specks of blood was observed on the plunger of the delivery device. The slide lock was disengaged and the plunger was depressed on the delivery device. The seal and tension spring assembly was removed from inside the loading device. A microscopic inspection determined that the seal was observed to cracked out the outer most first coil. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .220 inches, the outer diameter was measured at 2.50 inches. The length of the delivery tube was measured at .198 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure mode ¿fitting problem¿ and analyzed failures ¿crack; seal¿ and "premature deployment:" was confirmed.